Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to contact the patient with follow-up questions. The patient alleged that the meter started to read inaccurately "possibly 5-6 days" prior to contacting lfs, when she obtained alleged inaccurately erratic blood glucose results of "221 and 281 mg/dl" more than 20 minutes apart. The time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate readings. She also denied developing any symptoms as a result of the alleged issue. However, she advised the cca that the emergency medical services (ems) were contacted and that at 2:00pm on saturday, (B)(6) 2015, she was treated by a healthcare professional (hcp) with "IV fluids." She also reported that a blood glucose result of "131 mg/dl" as obtained on the ems meter on (B)(6) 2015 at an unspecified time. At the time of troubleshooting, the cca noted that the patient had obtained samples from the same approved sample site and the meter was set to the correct unit of measure. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because it appears that the patient was treated by a hcp with treatment for an acute diabetes excursion after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: the retain test strips have been further evaluated by lifescan product analysis with the following findings:the retain test strips were found to be to be biased low at 100 mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the retain test strips failed performance testing with blood. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.